Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to withdraw from the patient. The following information was provided by the initial reporter, translated from (B)(6): "at 10:30 on (B)(6) 2021, the nurse performed the indwelling needle puncture for the patient as instructed by the doctor. When the needle core was withdrawn after the puncture was successful, the needle core could not be withdrawn. The needle core could not be withdrawn after the help of other senior nurses. After the explanation, the patient expressed that he was unwilling to puncture again, and intravenous infusion was given first after proper fixation. During the infusion, the nurse tried repeatedly and finally pulled out the core of the indwelling needle at 15:30."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1229796. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to withdraw from the patient. The following information was provided by the initial reporter, translated from chinese: "at 10:30 on (B)(6) 2021, the nurse performed the indwelling needle puncture for the patient as instructed by the doctor. When the needle core was withdrawn after the puncture was successful, the needle core could not be withdrawn. The needle core could not be withdrawn after the help of other senior nurses. After the explanation, the patient expressed that he was unwilling to puncture again, and intravenous infusion was given first after proper fixation. During the infusion, the nurse tried repeatedly and finally pulled out the core of the indwelling needle at 15:30."